Event description:
This is an adverse event occurring in a pt in the (B)(6) registry with 11 cm of barrett's esophagus containing high-grade dysplasia. Pt was treated with rfa on two occasions without adverse event. At the third visit, a stricture was noted and dilated. Two months later, all biopsies were negative for barrett's esophagus. Pt reported all symptoms resolved one month later. Per the registry protocol, the physician deemed this as mild severity, probable relationship to the procedure, and no related to any device malfunction.